Manufacturer narrative:
Although requested, no pt information was provided.

Event description:
During pt use, when the ventilator was connected to the ac cable, "no external power" and "switched to backup battery" alarms occurred. At that time, the ac indicator was not lit, the pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.